Event description:
It was reported that the right ventricular (rv) lead exhibited a failure to capture, low r-wave amplitudes, and undersensing. Upon an x-ray, it was observed that the rv lead was dislodged. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable.